Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 21oct2016 the patient (pt) reported that in (B)(6) 2016 he/she had a falcate opacity on cornea od after removal of the lens. The product was reported as acuvue oasys brand contact lenses. The pt reported that he/she went to his/her eye care provider (ecp) and was diagnosed with keratitis od. The pt reported that he/she was advised make sure not to wear contact lens until the opacity disappears. The pt reported that he/she antibacterial eye drops, anti-inflammatory drops and eye drops for corneal treatment including diquas ophthalmic solution were prescribed and the symptom has resolved completely. The pt reported that he/she was psychiatrically hospitalized, there was no contact lens care solution. The pt also reported that the symptom was caused due to the pts improper contact lens handling. The pt reported that he/she is currently wearing glasses that he/she feels that the condition of the od is well. The pt refused to provide any additional information. No additional information is expected. The lot # and the availability of the product are unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.